Event description:
It was reported that the pump was showing a red screen and the error 45639 as soon as it powered up. There was unknown patient involvement.

Manufacturer narrative:
E1: facility name (B)(6). Address line 1 (B)(6). H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was damaged. Review of the event history log was not applicable. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Functional test couldn't be performed due to the nature of the problem - found that the pump goes into immediate alarms after powering on, alarming error code 45639, which points to a faulty printed wiring assembly (pwa). The customer's reported problem was duplicated. The cause of the problem was a faulty pwa. The pwa and the dso seal were replaced.